Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain'), embedded device ('uterus are coiled metal wires embedded in the oviduct') and parametritis ('chronic parametritis') in a 32-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included endocervicitis, itching and irritable bowel syndrome. Concomitant products included ethinylestradiol;norethisterone acetate (microgestin) from (B)(6) 2015 to (B)(6) 2016, metronidazole from (B)(6) 2016, naproxen, ondansetron from (B)(6) 2015 to (B)(6) 2016 and paracetamol (acetaminophen) since 2007. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"). On (B)(6) 2008, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2009, the patient experienced vaginal infection ("vaginal infection"). On v2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines") and headache ("headaches,"). On (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), parametritis (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune reaction"), menstrual disorder ("menstrual issues"), bacterial vaginosis ("bacterial vaginosis"), fibromyalgia ("fibromyalgia"), depression ("depression"), anxiety ("mental anguish"), bipolar disorder ("psychiatric problems:bipolar disorder"), arthralgia ("joint pain"), anxiety disorder ("anxiety disorder"), mental disability ("mental disability"), bladder disorder ("bladder problem") and urinary tract disorder ("urinary problems"). The patient was treated with alprazolam (xanax) and surgery (laparoscopy, davinci robotic, with hysterectomy , cystoscopy.). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, bladder disorder and urinary tract disorder had resolved, the embedded device, parametritis, autoimmune disorder, menstrual disorder, bacterial vaginosis, dyspareunia, fibromyalgia, depression, anxiety, anxiety disorder and mental disability outcome was unknown and the dysmenorrhoea, fatigue, migraine, headache, vaginal infection, bipolar disorder and arthralgia had not resolved. The reporter considered anxiety, anxiety disorder, arthralgia, autoimmune disorder, bacterial vaginosis, bipolar disorder, bladder disorder, depression, dysmenorrhoea, dyspareunia, embedded device, fatigue, fibromyalgia, headache, menorrhagia, menstrual disorder, mental disability, migraine, parametritis, pelvic pain, urinary tract disorder, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: I am still dealing with complications diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: results: essure device was successfully occluded. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 15-apr-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain'), embedded device ('uterus are coiled metal wires embedded in the oviduct') and parametritis ('chronic parametritis') in a 32-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included endocervicitis, itching and irritable bowel syndrome. Concomitant products included ethinylestradiol;norethisterone acetate (microgestin) from (B)(6) 2015 to (B)(6) 2016, metronidazole from (B)(6) 2016, naproxen, ondansetron from (B)(6) 2015 to (B)(6) 2016 and paracetamol (acetaminophen) since 2007. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"). On (B)(6) 2008, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2009, the patient experienced vaginal infection ("vaginal infection"). On (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines") and headache ("headaches,"). On (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), parametritis (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune reaction"), menstrual disorder ("menstrual issues"), bacterial vaginosis ("bacterial vaginosis"), fibromyalgia ("fibromyalgia"), depression ("depression"), anxiety ("mental anguish"), bipolar disorder ("psychiatric problems:bipolar disorder"), arthralgia ("joint pain"), anxiety disorder ("anxiety disorder"), mental disability ("mental disability"), bladder disorder ("bladder problem") and urinary tract disorder ("urinary problems"). The patient was treated with alprazolam (xanax) and surgery (laparoscopy, davinci robotic, with hysterectomy , cystoscopy.). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, bladder disorder and urinary tract disorder had resolved, the embedded device, parametritis, autoimmune disorder, menstrual disorder, bacterial vaginosis, dyspareunia, fibromyalgia, depression, anxiety, anxiety disorder and mental disability outcome was unknown and the dysmenorrhoea, fatigue, migraine, headache, vaginal infection, bipolar disorder and arthralgia had not resolved. The reporter considered anxiety, anxiety disorder, arthralgia, autoimmune disorder, bacterial vaginosis, bipolar disorder, bladder disorder, depression, dysmenorrhoea, dyspareunia, embedded device, fatigue, fibromyalgia, headache, menorrhagia, menstrual disorder, mental disability, migraine, parametritis, pelvic pain, urinary tract disorder, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: I am still dealing with complications diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: results: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-apr-2021: mr received. Reporter information was added. New event "uterus are coiled metal wires embedded in the oviduct" and "chronic parametritis"was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain') in a (B)(6) female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included endocervicitis, itching and irritable bowel syndrome. Concomitant products included ethinylestradiol;norethisterone acetate (microgestin) from (B)(6) 2015 to (B)(6) 2016, metronidazole from (B)(6) 2016 to (B)(6) 2016, naproxen, ondansetron from (B)(6) 2015 to (B)(6) 2016 and paracetamol (acetaminophen) since 2007. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"). On (B)(6) 2008, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2009, the patient experienced vaginal infection ("vaginal infection"). On (b))(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines") and headache ("headaches,"). On (B)(6)2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced autoimmune disorder ("autoimmune reaction"), menstrual disorder ("menstrual issues"), bacterial vaginosis ("bacterial vaginosis"), fibromyalgia ("fibromyalgia"), depression ("depression"), anxiety ("mental anguish"), bipolar disorder ("psychiatric problems:bipolar disorder"), arthralgia ("joint pain"), anxiety disorder ("anxiety disorder"), mental disability ("mental disability"), bladder disorder ("bladder problem") and urinary tract disorder ("urinary problems"). The patient was treated with alprazolam (xanax) and surgery (essure removal). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, bladder disorder and urinary tract disorder had resolved, the autoimmune disorder, menstrual disorder, bacterial vaginosis, dyspareunia, fibromyalgia, depression, anxiety, anxiety disorder and mental disability outcome was unknown and the dysmenorrhoea, fatigue, migraine, headache, vaginal infection, bipolar disorder and arthralgia had not resolved. The reporter considered anxiety, anxiety disorder, arthralgia, autoimmune disorder, bacterial vaginosis, bipolar disorder, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, headache, menorrhagia, menstrual disorder, mental disability, migraine, pelvic pain, urinary tract disorder, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: I am still dealing with complications diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: results: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. New events added: bladder problem, urinary problem. Outcome of previously added events pelvic pain, abnormal bleeding(vaginal) and menorrhagia were updated to recovered/resolved. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.